Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer advised they think their doctor adjusted the settings on the insulin pump which possibly caused them to go high. Customer declined to troubleshoot high and low blood glucose levels. Customer advised they were able to treat themselves for the high and low blood glucose levels. Customer was advised to change out the infusion set after 2 or 3 days of use.